Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. It was noted that the patient's internal carotid artery (ica) had a heavy calcium burden and the physician elected to use a non-bsc device to predilate the vessel. After the stent was placed, the physician decided it looked good in the angiogram and elected to not post dilate. Four hours post tcar procedure, the patient experienced hypotension and a stroke with right eye vision changes, left facial droop, and speech issues. Additionally, the computed tomography angiography (cta) showed significant calcific burden impacting the vessel and stent, with evidence that the stent was compressed and subsequently thrombosed, resulting in full occlusion. The ica appeared severely compromised with minimal flow at the skull base. The patient was flown to a different hospital and the stent was explanted. The patient's symptoms resolved within 24 hours after the stent was explanted.